Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen which is an off-label insertion site. On (B)(6) 2024, the patient completed a fully sensor session and removed the sensor. On (B)(6) 2024, while she was with her spouse at walmart, she developed itching and redness at that previous sensor patch site and the skin in the area was hot to the touch. On an unspecified date, the symptoms worsened and spread which prompted the patient to consult her physician who assessed the site and noticed that the redness was spreading fast and advised her to go to the emergency department (ed). In the ed, she was assessed and diagnosed with cellulitis. The infection extended from the right side of the abdomen to her back and from the lower abdomen to the lower rib cage. The patient did not specify if any testing was conducted to confirm the infection. She was admitted and received six different antibiotic treatments (unspecified name, route, and dosage) to help treat the infection. The patient mentioned the last antibiotic was effective, and the infection started to subside. She was discharged home around 10/01/2025, and was given a prescription for two different oral antibiotics (unspecified name and dosage, twice per day for 10 days). At the time of the report, the skin reaction had completely healed. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.